Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the motor not driving the disposable was due to a misaligned cpc coupler and cpc connector. In addition, a visual inspection identified a cracked top case, missing rubber feet and missing top cover hardware.

Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, disposable would not activate due to the cpc connector. The disposable was connected to a second motor drive unit and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.